Event description:
Customer reported that the buttons on the insulin pump were unresponsive and the numbers on the screen were scrolling. Customer does not recall any significant events leading up to the event. Blood glucose level was 274 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. All buttons function properly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.